Event description:
Upon completion of an angiographic procedure in which the radial artery was accessed, the user encountered resistance when attempting to remove the maximum introducer. The introducer was removed after excessive force was applied. The physician stated the artery had spasmed and the introducer may have encountered thrombus. Standard post-procedure care was provided with no consequences to the pt.